Manufacturer narrative:
Device evaluation: the device related to the reported events rupture/ capsular contracture was received on feb 19, 2025 with lot number 2804980. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV with deformity/asymmetry. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV with deformity/asymmetry. The device has been explanted.